Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "implant exchange from textured to smooth. And a left side "rupture". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. An opening assessed as surgical damage. There is a piece of missing shell and plug strap which is assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure creases and wear abrasion were observed. None of the observations were found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.